Event description:
A customer reported experiencing an error, identified as cgm error 42, with their continuous glucose monitor system. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for a pump reset, after which the error did not reoccur, and the customer was able to successfully start a new sensor session.